Manufacturer narrative:
Analysis was unable to reproduce the reported customer experience of "screen locks up and then the programmer shuts down". It was noted that an error was found in the error logs and additionally that some of the light-emitting diodes on the accompanying radiofrequency head did not illuminate completely. The head's digital board was replaced. The programmer's software was reloaded and it passed all functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen locks up and then the programmer shuts down. The programmer was returned for service. No patient complications have been reported as a result of this event.